Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead recorded an episode of regular, cyclic noise that appeared to be electromagnetic in nature. The noise was oversensed and led to greater than two seconds of asystole for the patient. There were no adverse patient effects reported. The system remains in service and will continue to be monitored.